Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Component code has been corrected from art/component/sub-assembly term not applicable to imager. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), microbiological test results, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: :distal end channel. Cfu: 1 cfu/endoscope. Bacterial identification: : coagulase-negative staphylococci. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.